Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vio, dv 2.0 integrated surgical unit was analyzed and reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. On 05/02/2024, the following additional information was obtained: clinical development engineers (cde) reviewed the video recording. Isi received a video clip related to the alleged complaint. Cde reviewed the video clip as there is no obvious damage to the instrument or conductor wire. The first energy activation that can be seen on screen did show that some energy is being applied to the fatty tissue based on the bubbling tissue effect seen when the coag pedal was activated but the effect was not very impactful. The 2nd activation did not seem to have any tissue effect.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The vision system was analyzed, and the complaint was not confirmed. Fse went onsite and began by putting new energy cables on the erbe and a new grounding pad as well as checking all connections on the erbe. Fse started out with the training instruments. Bipolar and monopolar was able to burn the sponge with both instruments for about 10 minutes. Fse then placed on one of the bipolar instruments from the customer that they were having issues with, and it would not cauterize. There was tone and no errors and would not energize. Fse then pulled that instrument and put on one of the customers training instruments on the bipolar and was able to burn without error several times. Fse then placed on another of the customers instruments and was not able to burn the sponge. There was tone and no errors. Fse then put on another of the customers training bipolar instruments and was able to burn the sponge. Fse then went through this process with all of the bipolar instruments. The customers instruments that were given to fse would not burn. Fse training and the customers training instruments worked without any trouble at all. Fse performed the same test for one monopolar instrument they had and had the same result. Fse did have one error and it was an m error which was only an advisory error like the grounding pad errors. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that there were reoccurring issues with bipolar energy. Technical support engineer (tse) reviewed the logs and found no errors. They swapped cords and tried three instruments and no power. They swapped the instruments to arm 3 and arm 4 and they worked on those arms but had a 15 second delay in energy to the tissue. Also, the tissue effect was not corresponding to the energy setting. The tissue effect was very minimal, and customer attached a video to show the tissue effect. During the issues, they have power cycled the erbe and tried multiple instruments, power cords, power cycled erbe, change ports and issues persist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated there were multiple intermittent incidents of failed bipolar ports not functioning as intended. The reporter stated there were several incidents that the bipolar ports were not functioning and was unable to provide further information for specific procedures. The reporter indicated due to the repeated failure some cases were able to only use the monopolar ports to complete the procedure. No reported patient harm or injury.